Manufacturer narrative:
The reported event of lead sensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due pacing inhibition caused by sensing noise. The lead was explanted and replaced. The patient was stable.